Manufacturer narrative:
Analysis was performed remote service personnel which included recommendation that the motherboard be replaced. The customer ordered a motherboard to address the issue. The customer assumes the repair responsibility. The defective motherboard was not received by the product support engineer so additional testing could not be performed by philips. The issue is considered confirmed.

Manufacturer narrative:
The issue has been escalated and the mother board is being investigated. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that no sound is audible, even after replacing the speaker. The device was not in use on a patient at the time of the event. There was no adverse event reported.